Event description:
The initial reporter received a questionable uric acid ver.2 result from a patient sample tested on the cobas 6000 c501 module. The initial result was 9.10 mg/dl. The first repeat result was 4.7 mg/dl. The second repeat result was 4.6 mg/dl this repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 773289. The expiration date is 31-jan-2025. The investigation reviewed the qc trace. The qc results were close to the target and within +/- 2 standard deviations. The investigation reviewed the last calibration on (B)(6) 2024 and the results were within specifications. The investigation reviewed the precision checks and one of the results indicated disturbances in sample pipetting. The field service engineer (fse) inspected the analyzer and found a hole in the rinse tube which is consistent with this event. A general reagent issue can be excluded.